Manufacturer narrative:
Method: reviewed product labeling and complaint trending info for subject device. Review of the complaint history found no prior history of any similar events for the subject device.

Event description:
Complainant reported that implant tore in the middle of surgery. Complainant indicated pt was under anesthesia and requested another device be couriered to them asap to complete the surgery. Repeated attempts to obtain more detailed info from the complainant have been unsuccessful. The info that was provided regarding product ID is questionable and unverified by physical examination of the product. No injury has been reported concerning this event, however the implication that a potential malfunction of the device may have lead to an extension in the duration of surgery was considered in implantech's reporting decision.